Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed then fully recaptured due to its nonoptimal position. After the device was unsnapped from the was, a kink was noted to the access sheath. No patient complications were reported. Procedure was completed with another device.